Event description:
It was reported in 2007, that the pt had been having frequent reprogramming sessions as her performance kept on fluctuating. This had been occurring for quite some time now. Recently, the family swapped out the external equipment but there was no change noted. The pt had also been experiencing intermittent pain, but she stated that the pain is not around the implant site, but was not able to pinpoint exactly where it is. Following a check-up by med-el corp in the same month, there appeared to be no problem with the device. Reprogramming had helped in some of the patients complaints. In 2008, med-el corp rec'd a request from the clinic for an explant kit for this pt. The surgery is scheduled to take place on the following month. No further info is available at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.